Manufacturer narrative:
Concomitant medical product(s): a 620rg27 heart ring, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible atrial lead undersensing and possible far field r-wave (ffrw) oversensing was noted during some stored atrial arrhythmia episodes. The atrial lead remains in use. No patient complications have been reported as a result of this event.